Manufacturer narrative:
The information provided in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore; or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. The date of implant and date of event have been estimated as only the year was provided. The instructions for use addresses the potential for the following adverse events among others: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), death, embolism (micro and macro) with transient or permanent ischemia, neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis)¿.

Event description:
It was reported to gore via the vascular quality initiative that on an unknown date in 2015, a patient underwent the placement of a gore&#59412;tag&#59412;thoracic endoprosthesis for a dissection and pain (primary entry tear zone 3). A spinal drain was placed pre-operatively. The patient experienced a dysrhythmia and bilateral ischemic stroke with leg paralysis due to embolization. The patient expired the day after the procedure.